Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the 19th march 2010 and that it had performed all weekly auto self-tests up to 28th september 2014. On the 5th october 2014, the device failed the weekly auto self-test due to low battery. An additional 2 low battery fail were recorded on the 6th october 2014. Later on the 6th october 2014, a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to the 18th june 2017. On the 22nd june 2017 the device records 8 manual power ons with two of ten minute duration. There were no further log entries. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found the reported fault could be attributed to membrane failure. The fault was witnessed during the course of the investigation and could not be replicated with a known good membrane installed. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatcally.